Event description:
Bipolar disposable kit was opened to field and was defective. There was no electrical conduction going through the bipolar instrument. Did not cauterize the vein at all. The cable and pedal were changed and it still did not work. New kit opened and worked fine.